Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06614.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: complete removal of tape because unable to urinate. Nonsurgical treatments: on (B)(6) 2015 the patient commenced incontinence medication: oxybutynin hydrochloride 5mg for the treatment of: incontinence. Treatment duration: 6 years. On (B)(6) 2011 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor and to teach exercises. Treatment duration: few months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: complete removal of tape because unable to urinate. Nonsurgical treatments: on (B)(6) 2015 the patient commenced incontinence medication: oxybutynin hydrochloride 5mg for the treatment of: incontinence. Treatment duration: 6 years. On (B)(6) 2011 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor and to teach exercises. Treatment duration: few months.